Event description:
The technician was using a CT injector. The flow rate was 2.0. The patient complained that his hand was getting wet. The techinician saw that the catheter broke between the catheter and the adapter. The tip of the catheter was still in the patient's hand and was able to be removed without surgical intervention.

Manufacturer narrative:
Conclusions: we were unable to fully investigate this incident, as the sample was disposed of.